Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 80%-90% stenosed lesion was located in the moderately calcified and non tortuous arteria cruralis. A 10/4t/135 symmetry balloon catheter was advanced and inflated two times to 6atms. However, upon an unspecified inflation attempt the balloon failed to inflate at 6 atms and a rupture was suspected. The balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile examination revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped fully around the shaft of the device. The device was attached to an encore inflation unit in an attempt to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon noted a pinhole had occurred approximately 5mm proximal to the tip of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).